Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign material on device components, the evaluation found the following non-reportable malfunction(s): due to wear of scope cover packing, water tightness was lost; suction cylinder had no color; scratches on plug unit and instrument guide protector; probe cover was deformed; and universal cord had coating peeling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the gastrointestinal videoscope exhibited foreign material on the jet tube, adhesive on bending section cover, connecting tube, air/water (a/w) tube and a/w nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-cover). Subsequently, the materials were not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.